Event description:
It was reported that the sensing and amplitude of the right ventricular (rv) lead of this pacemaker system. Technical services (ts) examined device episode data and found false positive ventricular events due to far-field oversensing of the right atrial (ra) lead signal by the rv lead. Reprogramming was suggested as troubleshooting. No adverse patient effects were reported. Currently, this pacemaker system remains in service.